Event description:
Contact reported that approx three weeks after implant of a charite artificial disc, the patient developed strong pain in lumbar spine and was not able to move. X-ray showed confirmed migration of the implant. Another surgery was performed. They removed entire implant and replaced it with a new one, but different sizes. As surgical intervention occurred an MDR is being filed to document this event.

Manufacturer narrative:
No conclusions can be made at this time. Device has not yet been returned for evaluation. X-rays were reviewed, and it appears that the charite had good placement, but the inferior endplate may have been slightly more posterior than the superior endplate. This may have been a contributing factor in the problem that was experienced. Based on the actions taken by the surgeon at the time of the revision, it appears that he may have felt that sizing could have been a contributing factor to the event.